Manufacturer narrative:
Failure analysis: the spectranetics device used during the procedure was discarded at the hospital and will not be returned for evaluation. The physician stated that the tear was not caused by the laser device.

Event description:
Clinical history: the procedure was for a lead extraction of two 5 year old medtronic leads due to pocket infection. Chf and cardiomyopathy (enlarged heart). The md was a CT surgeon. This was his 11th extraction. It was a left sided implant. Procedure: an atrial line was placed and fluoro was called. Both leads were prepped with no complications. The rv lead was removed and the same 16fr sheath was used to remove the atrial lead. The md observed a lot of scarring all the way down the rv lead. The 16fr was placed over the ra lead and advanced into the clavicle area. The lead came right out using just traction. A few minutes later, while the md was cleaning out the pocket, the arterial pressure began to fall quickly. The pt's chest was opened within 2-3 minutes and he was placed on bypass. The md stated that the tear was on the ventricle lateral wall and it was a tear and not a perforation with the device. Patient outcome: the patient did not survive due to a tear in the right ventricle. The laser did not enter the ventricle. The md believes the lead migrated through the wall.